Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully on the 1st october 2009 and that it had performed to specification up to the 24th february 2013. During this time the device records two occasions in which the temperature was recorded below the minimum recommended stand-by temperature of 0 degrees celsius with a low of -4.1 degrees celsius. An increase in voltage suggests a further pad-pak was installed as well. Multiple manual power ups mainly of ten minutes duration were observed between the 21st january 2016 and the last log entry on the 16th march 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs confirmed a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.